Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the transnasal cutter was placed on the handpiece and when the piece was actuated, the head was removed. The cutter could not be used. There was a delay in the procedure. Another cutter was used. The procedure was completed. There was no patient impact.

Manufacturer narrative:
Analysis found that the shaft was turned by hand using the head of the bur while viewing the drive mechanism [the bur tang]; the tang was not turning which indicated a broken shaft. The shaft was removed from the assembly for further analysis [it measured 5.67¿ from tip to break point]. The break point at the proximal end corresponds to the distal side of the tack weld on the tang. The configuration of the shaft break is consistent with shear [or bending] stress. A similar reserve sample bur (part number tn30mcd) was previously installed into a handpiece; while ¿incrementally¿ inserting the bur, it was intentionally side loaded in all directions in an attempt to break the shaft during loading; the shaft did not break. If information is provided in the future, a supplemental report will be issued.